Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted for biliary drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. According to the complainant, during the procedure, the distal flange of the stent failed to deploy. The procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.